Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. An empty test cassette was returned.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 20 mg/dl, 262 mg/dl, and 176 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.